Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called regarding no delivery of insulin. The customer's blood glucose level was 7.8 mmol/l at the time of the incident. It was reported there was no alert recorded. It was reported the customer had hardened tissue at the insertion site. Troubleshooting was completed and no issues identified with the insulin pump or infusion set. The insulin pump will not be returned for analysis.